Event description:
It was reported that a patient experienced a hypoglycemic event after indicating two usual dinners, later clarifying the second was a snack, and subsequently treated the low with fast-acting carbohydrates; an alert of 39 was noted, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included use of oral glucose to treat the low without hospitalization. Investigation included review of the event circumstances and patient-reported use of fast-acting carbohydrates with education provided. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.